Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower handle cover was broken. Analysis also found external and internal corrosion. (B)(4)

Event description:
It was reported the handle was fractured. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.